Manufacturer narrative:
Date of event is an unknown date in 2018. Date of implant is an unknown date in (B)(6) 2018. This report is for unknown locking screws. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent tibial hardware removal on (B)(6) 2018, due to infection/compartment syndrome in the knee. A variable angle locking compression plate (va lcp) posterior medial plate and eight (8) unknown screws were removed. The hardware was originally implanted in (B)(6) 2018. Procedure was completed successfully. Patient is doing well. It was stated that the plate was not believed to be the cause of the patient¿s infection. This report is for eight (8) unknown locking screws. This is report 2 of 2 for (B)(4).